Manufacturer narrative:
Visual inspection was performed on the returned device. The reported complaint was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. All currently available evidence points to the placement of the armada 35 7.0 mm x 120 x 135cm in the chipboard box for an armada 35 7.0 mm x 100 x 80 having occurred at the hospital. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device as the respective lots were manufactured approximately two years apart which indicates the two units involved in this complaint never came into contact with one another during production.

Event description:
It was reported that upon opening of the 7x100mm 35 armada percutaneous transluminal angioplasty (pta) catheter, it was noted that the balloon had a size of 7.0x120mm that was different than the labeled. Another unspecified balloon was used to complete the procedure. There was no device use or patient involvement, and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.